Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated sys. Corrections included replacement of the spo2 cable assembly. Unit was calibrated and safety tested to factory's specifications.